Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent issues with the pump case falling and as a result the infusion set site was pulled out. Blood glucose (bg) was over 600 mg/dl and ketones were present. Insulin injections were administered as the customer did not have additional supplies on hand at the time of the event. When supplies were obtained the infusion set site was changed and insulin delivery was resumed.